Event description:
The report received from the study indicated that during the index procedure, the pt had a procedural complication reported of acute left ventricular failure (lvf). The lvf was managed successfully using medications and bipap ventilation. The pt had a total of three cypher select plus stents implanted during the procedure. The procedure was completed successfully. The event was reported to be unrelated to the study devices and was possibly related to the procedure. The event severity was mild and the event was not a serious adverse event (sae). The pt's event outcome was resolved without sequel. The pt was discharged four days after the procedure.

Manufacturer narrative:
The indication for the index procedure was silent ischemia with resting ECG changes. The pt was reported to have three-vessel disease and had three lesions treated during the procedure. No staged procedure was planned. The pt's left ventricular ejection fraction was greater than 50% (lvef >50%). Aggrastat was administered during and after the procedure. The pt's cardiac enzymes pre and post-procedure were noted to be elevated. Lesion #1: the target lesion was the first obtuse marginal. The lesion was reported to be: de novo, 3.5 mm vessel diameter, 10 mm length, a 99% stenosis, ostial, and type b1. The lesion was pre-dilated as planned with a 2.5 x 14 mm balloon at 8 atm. A cypher select plus 3.5 x 18 mm stent (stent #1) was implanted electively at 13 atm. The stent was post-dilated with a 3.5x10mm balloon at 20 atm due to stent under-expansion. The residual stenosis was 10%. A satisfactory result was obtained. The flow pre and post-procedure was timi 3. Lesion #2: the target lesion was the mid left anterior descending (lad). The lesion was reported to be: de novo, 3.0 mm vessel diameter, 15 mm length, an 80% stenosis, moderately calcified, and type b2. The lesion was pre-dilated as planned with a 2.5 x 14 mm balloon at 15 atm. A cypher select plus 3.0 x 18 mm stent (stent #2) was implanted electively at 13 atm. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Lesion #3: the target lesion was the proximal right coronary artery (rca). The lesion was reported to be: de novo, 3.5 mm vessel diameter, 25 mm length, a 99% stenosis, and type c. The lesion was pre-dilated as planned with a 3.0 x 10 mm balloon at 17 atm. A cypher select plus 3.5 x 33 mm stent (stent #3) was implanted at 13 atm. The stent was post-dilated, the balloon used and atm were not reported. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre-procedure was timi 2 and post-procedure was timi 3. At the one and six-month follow-ups, the pt was reported to be asymptomatic and was continuing his medical regimen. Please note that device (lot # 13258640) is distributed outside the united sates, however it is similar to the united states product. The product is not available for evaluation and testing. A report received from the study indicated that a pt experienced left ventricular failure (lvf) during a procedure to implant coronary artery stents. The pt's history is significant for hypertension, myocardial infarction and congestive heart failure. The indication for the procedure was silent ischemia with resting ECG changes. The target vessels were the first obtuse marginal (om1), the mid left anterior descending (lad) and the proximal right coronary (rca) arteries. The om1 was described as de novo and 99% stenosed. The lesion was pre-dilated with a 2.5mm x 14mm balloon at 18 atms followed by the deployment of a 3.5mm x 18mm cypher select plus (csp) stent at 13 atms. The stent was post-dilated with a 3.5mm x 10mm balloon for optimal expansion. The mid lad was described as 80% stenosed, de novo and moderately tortuous and calcified. The lesion was pre-dilated with a 2.5mm x 124mm balloon at 15 atms followed by the deployment of a 3.0mm x 18mm csp stent at 13 atms. The stent was successfully deployed and did not require post-dilation. The proximal rca was described as 99% stenosed and de novo. The lesion was pre-dilated with a 3.0mm x 10mm balloon at 17atms followed by the deployment of a 3.5mm x 33mm csp stent at 13atms. The stent was post dilated for optimal expansion by unk balloon at unk inflation numbers. During the procedure the pt went into lvf requiring the administration of drugs and external airway support with a bipap machine. The pt was stabilized and the procedure was successfully completed. The devices remain implanted in the pt had are not available for inspection. A device history record review was performed and showed that this lot of product met all requirements per the applicable manufacturing quality plan. Left ventricular failure also known as heart failure is a known potential adverse event associated with the progression of coronary artery disease and the deterioration of the cardiac muscle. It can be due to damage to the heart muscle, most often from a large myocardial infarction. Ventricular failure is caused by the failure of the heart to pump effectively and can be brought on during interventional procedures due to the volume of intravenous fluid being administered and the added effects of sedatives that are often given during these type of procedures. Review of the available info suggest that the pt's medical history and/or procedural factor may have contributed to the reported event. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2008-01773, # 9616099-2008-01774 and # 9616099-2008-01775. Please note that this is the initial/final report for this product.